Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced uveitis on both eyes at a one month post op exam. A brief description from the surgery center indicated the patient has photophobia on both eyes and visual acuity was fine. The patient's chief complaint was of the transient light that was present and had commented that patient woke up a week ago with photophobia and that it had disappeared after 2 hours and recently reoccurred. Topical steroid dosage was increased to resolve symptoms. Bcva from (B)(6) 2016: right eye pre-op 20/20 -3.00 x -.50 x 93; left eye pre-op 20/20 -2.75 x -1.25 x 88.